Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: surgeon noticed that the hand piece started smoking. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress into handpiece causing arching. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.